Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during a repair checkout, the cardiosave intra-aortic balloon pump (iabp) unit's fiber optic was not picking up a signal. There was no patient involvement.

Manufacturer narrative:
The getinge field service engineer(fse) that encountered the issue replaced the fiber optic board (d997-00-1169) which resolved the signal issue. Unit passed all calibration, functional and safety tests performed. Unit was returned to customer and cleared for clinical use. Investigation of the fiber optic assembly was performed by technician of the maquet national repair center (nrc). The fiber optic assembly was observed per the cardiosave service manual with no visual damage. The national repair center installed the fiber optic module assembly into the cardiosave test fixture and tested the fiber optic module to factory specifications per procedure and the cardiosave service manual. Failure of no signal count was observed.

Event description:
N/a.